Event description:
The customer reported touchscreen errors that could not be cleared at boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board, the touchscreen, cables, and the backplane. The system operates as intended.